Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a meal was consumed, the customer delivered the food bolus late (3 hours after meal) and the blood glucose (bg) level increased to 475 mg/dl. A correction bolus via the pump was delivered to address the high bg. A pump system check was performed and no device issues were identified.